Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the error message air detected in cassette. When treatment was cancelled, fluid was found leaking from the safety clamp area of the cycler. The cycler will be replaced. The patient has experienced no adverse event or injury due to this product issue. The patient's effluent has remained clear. No prophylactic antibiotics have been given.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler displayed the error message air detected in cassette. When treatment was cancelled, fluid was found leaking from the safety clamp area of the cycler. The cycler will be replaced. The patient has experienced no adverse event or injury due to this product issue. The patient's effluent has remained clear. No prophylactic antibiotics have been given.